Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer inserted a new battery and cleaned the battery cap but the insulin pump did not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is not expected to be returned for analysis.